Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the right ventricular lead was found to be dislodged and capturing in the atrium. The lead was re-positioned successfully. The patient was stable post procedure.